Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation: lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2; -5.00 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The patient experienced low vaulting and lens opacity (asc). On (B)(6) 2022 the lens was exchanged with a longer length lens but it was noted "after lens replacement; there is a decrease in visual acuity; but the patient is under observation. It is expected that vision will recover in the future". The cause of the event was reported as unknown. See MFR# 2023826-2022-01402 for replacement lens claim.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens within specifications. Claim#: (B)(4).